Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Customer service states the provider states the seat frame post receiver broke at the bolt hole, the crack is from the hole to the base cross bar. End user is not aware how it happened. Provider states the bolt was loose and the seat was rocking back and forth.